Manufacturer narrative:
It was noted that the samples were centrifuged prior to being received at the customer site. It was noted that the qc ran before the questionable had acceptable results but the qc ran after the questionable results was not acceptable. The field service engineer determined that the sample probe was bad. The sample probe was replaced and the sample adjustment was checked. A precision was performed and the customer performed calibration and qc and was satisfied with the results. No further issues were reported after the service visit.

Event description:
The initial reporter received questionable sodium and potassium results, for 2 patients, from cobas 8000 cobas ise module. Patient 1: sodium: the initial result was 154.5 mmol/l and the rerun result was 141.2 mmol/l. Potassium: the initial result was 5.13 mmol/l and the rerun result was 4.69 mmol/l patient 2: sodium: the initial result was 154.8 mmol/l and the rerun result was 144.9 mmol/l. The questionable results were not reported outside the laboratory. The initial sodium electrode lot number was t4038. The expiration date was asked for but not provided. The initial potassium electrode lot number was d4518. The expiration date was asked for but not provided.